Event description:
It was reported that the monitor on the 9800 system flickered during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when additional details become available.